Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed functional shock testing, impedance testing, hi-pot testing, and off current testing, without duplicating the report. Review of the device log did not find any substantial information pertinent to the customer's report. The device was recertified and returned to the customer. Clinical information was not available, as part of the investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device failed to deliver energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.